Manufacturer narrative:
Date of event is esitmated.

Event description:
It was reported the patient received the elective replacement indicator indicating the ipg is approaching end of life. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was replaced to address the issue. Therapy was restored post-operatively.